Event description:
It was reported that the patient experienced an overstimulation sensation. The patient felt a very strong stimulation sensation in her left leg. The patient was unable to adjust stimulation. It was reported that the patient could not turn the implantable neurostimulator off. The patient was placing the antenna over the lead site, not the ins. Once the programmer was over the ins, the patient was able to adjust stimulation. It was noted that the patient felt stimulation very strong, even after settings were turned down to 0.00. The patient planned to leave stimulation off and follow-up with the hcp on monday. It was noted that the patient didn¿t feel pain when stimulation was off. It was reported that the patient saw a question mark displayed on the patient programmer. It was noted that the programmer was displaying a communication error. It was reported that the device was not communicating. It was noted that the patient saw a ¿finger over the implant¿ displayed on the recharger. It was reported that the patient hurt when the stimulation turned on. It was noted that the patient was feeling pain in the left leg.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).